Event description:
Red hair found in the sterile cautery holster on buffalo cautery pencil. Operation room set up had to be disassembled and a new pack opened. This was noted by staff and was taken down prior to reaching the patient. New device had to be opened.